Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between april 22-23, 2023. H11: the actual device and a photograph of the sample were provided for evaluation. The returned photograph was reviewed, and the actual device was visually inspected, and the reported issue was not easily identified. Functional testing was performed on the returned sample and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause was not determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was observed during setup, prior to patient use. There was no patient involvement. No additional information is available.